Event description:
International affiliate reported that pt presented with a reaction following facial surgery. Event was described as red and inflamed with discharged and stitch abscess. Antibiotics were prescribed and the deep sutures were surgically excised.